Event description:
An advia centaur instrument smoked in the customer lab, prompting the operator to pull the fire alarm. The fire department responded, though there was no need to evacuate the lab. No one was injured or treated for smoke inhalation. There were no reports of any medical treatment or medical intervention required.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined the cause of the smoke was due to a faulty power supply. The fse replaced the power supply and the instrument is performing according to specifications. No further evaluation of the system is required